Manufacturer narrative:
The events of high intraocular pressure and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
A company representative reported an event on behalf of a healthcare professional with a xen®45 gts as they are "operating on a patient with a xen implanted. The xen has blocked and patient pressure over 40mmhg. [Hcp] will surgically remove the tenons surrounding the xen."